Event description:
It was reported that during the pre-test the cuff was not inflating fully. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Sample was filled with 5cc of air in order to see if there was any functional problem. When the unit was inflated with air, the cuff only inflated one side. The cuff was manipulated; however, the cuff was not fully inflated. The failure was confirmed. A corrective and preventive actions(CAPA) was open to investigate this failure. The solution to be implemented will be to enhance the existing manufacturing teflon application process to reduce process variation to ensure teflon is fully distributed between the cuff and shaft interface. The most likely root causes identified during the CAPA investigations were: - inconsistency in the application and associated work instruction for the teflon process and means to confirm coverage on cuff and shaft. Including drying time and method. - inconsistency of cuff installation, including acetone drying time, cuff installation (stretch/expansion tool) rtv placement and rtv cleaning. - symmetry effects of wall thickness variation from the gum rubber process extruded cuffs - vague/unclear written work instructions - vague/unclear design controls - cuff wall thickness, ie cuff symmetry sensitivity as a function of cuff wall thickness. - unclear specifications for teflon amounts/coverage on cuff and shaft. - unclear cuff to shaft re-adhesion as a function of process controls and post processing conditions such as sterilization, environmental conditioning, shipping/distribution and shelf life. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).